Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. Based on the results of the investigation, it is likely the following led to the malfunction: defective printed circuit board (cm-board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Device evaluation has confirmed the reported issue. During the evaluation, it was noted that the light-emitting diodes (leds) of the front panel stayed on due to a system failure generated by a defective printed circuit board (cm-board) and no visible damages found. The investigation is ongoing. A supplemental report will be submitted if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis exera iii video system center light-emitting diodes (leds) were lighting up and flashing. There were no reports of patient harm.